Event description:
Caller states patient tested 7.1 inr on the coaguchek s system while a comparison lab returned as 3.1 inr. Patient is on low molecular weight heparin. Labeling advised against the use of this system while patients received heparin therapy. Patient was treated with vitamin k based on lab result requested return of suspect system and replacement was sent.